Manufacturer narrative:
Other text: product was discarded.

Manufacturer narrative:
Per the user guide: always make sure that the correct settings are set on your system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the basal iq software did not stop insulin delivery as intended. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, the customer attempted to adjust the pump basal rate to address low bg, however, the issue persisted. Customer required assistance to address bg level with glucose tablets and food. Reportedly, the customer reverted to manual injections for insulin therapy.